Event description:
It was reported that the procedure was to treat a mildly calcified, 100% stenosed lesion in the superficial femoral artery (sfa). An ht command 18 guide wire (gw) was being advanced with resistance from the guiding catheter (gc) and sheath. The guide wire interacted with the calcified lesion and the tip separated in the patient anatomy. The tip was left free floating. No other device was able to cross the anatomy and the target lesion was unable to be treated. The patient was sent for a bypass procedure unrelated to the separated guide wire tip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported material separation (tip and polymer) was confirmed. The reported failure to advance could not be tested as it was based on operational context. The lot history record (lhr) for this product could not be reviewed and a similar complaint query of the complaint handling system could not be performed because the packaging was not returned, and the part and lot numbers were not reported. It was reported that the ht command 18 was advanced against resistance during use. It should be noted that the hi-torque command 18 instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported foreign body in patient was due to a separate tip within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.